Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced a driveline fault alarm on the system controller. The system controller was exchanged with another system controller. Approximately 5 days later, the driveline fault reoccurred. X-rays of the driveline were taken where a sharp angle on the internal portion of the driveline was noted. The patient was provided an ungrounded cable from the hospital inventory. The patient was not symptomatic. No further information was available.

Manufacturer narrative:
Approximate age of device: 49 da. The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Additional information - the patient remains ongoing on vad support. Driveline fault alarms can be consistent with potential driveline issues. The sharp angle of the driveline was confirmed. However, the image was inconclusive for any compromises to the integrity of the driveline¿s wires. Further evaluation confirmed that the reported driveline fault alarm appeared to be related to the patient¿s system controller associated with this event. The reported event of a driveline fault alarm was confirmed based on the information recorded in the log file. The data log file retrieved from the returned system controller contained approximately 18 days of events and one driveline fault alarm was recorded. The returned system controller was functionally tested, then operated for an extended period of time while connected to a mock circulatory loop and the driveline fault alarm was not reproduced. Similar incidences have been reported. A corrective and preventative action has been initiated to investigate the issue. A review of the device history records revealed that the pump and system controller met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient has had no further issues since the system controller was exchanged.